Event description:
The customer reported a secondary infusion of vancomycin was "free flowing." The nurse placed the pump on hold, clamped the tubing and hung the bag and saw the solution "free flowing." It is unknown if the clamped tubing was the primary or secondary tubing. The customer wants to proceed with an event log review. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.